Manufacturer narrative:
(B)(4). No samples were returned in connection with this complaint; however, two photos were provided. Upon visual examination of the returned photos, no defects were seen on the spike . The reported defect was not confirmed. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: customer reports, that when removing the tubing to spike the second bag of blood, the bag ripped. No injuries reported.